Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler rx is currently not commercially available in the u.s.; however, it is similar to a device sold in the us..

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, 90% stenosed lesion in the right coronary artery. The 2.25x15 mm traveler rx balloon dilatation catheter (bdc) was advanced; however, resistance was met with the lesion. During the first inflation at 4 atmospheres the balloon ruptured. The bdc was removed from the patient anatomy without resistance. An unspecified bdc was successfully advanced to dilate the lesion. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.